Manufacturer narrative:
This supplemental report is being submitted, to provide additional information, based on available information. It cannot be ruled out, that the customer might not check the concentration level of disinfectant solution of the reprocessing machine on a regular basis. And it may have contributed to the reported event. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject devices have been returned to omsc. As a result of investigating the subject device, there was no abnormality. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2021]: suction channel: pseudomonas aeruginosa and klebsiella oxytoca. Air/water channel: pseudomonas aeruginosa. [Second time; (B)(6) 2021]: suction channel: unspecified microbes (1cfu). After the first time microbiological testing, the subject device was reprocessed, then microbes were not detected from the sample collected from the subject device. The subject device was used again. However afterward the microbes were detected from the sample collected from the subject device again. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-4 (not available in the USA), using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject devices have not been returned to omsc but were returned to olympus service operation repair center (sorc) for evaluation. In the evaluation of sorc the following was confirmed; control knob play -angle down, scratches on the insertion part, the curved rubber adhesive part is chipped, the objective lens is peeled off, lighting lens adhesive crack, distal end cover scratch scratches on the universal code. Scratches on the fe knob. Scratches on the connector side. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.